Event description:
It was reported that pump buttons were sometimes hard to press, with number 8 button sticking since pump was received and requiring multiple presses. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding troubleshooting or corrective actions.